Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was moderately calcified, moderately tortuous, and severe stenosis. It was reported that the bifurcated stent graft was successfully implanted in the patient, however, when the physician was removing the delivery catheter, the bullet became entangled in the stent graft. The physician believes that it may have been caused by the severe stenosis pushing the strut of the stent graft out and the bullet getting caught on protruding strut. The physician elected to perform a retroperitoneal incision, cutting out distal 2cm of the stent graft which was just above where the bullet was caught and removed the delivery catheter and 2cm of stent graft from the patient. The physician performed an end to end (the external iliac to external iliac back together ) technique to close the patient. The device ws discarded by the user facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results - device discarded unable to evaluate. Patient's condition affected effectiveness of device (moderately calcified, moderately tortuous, and severe stenosis of the vessels). Conclusions - device failure/lack of effectiveness related to patient condition (moderately calcified, moderately tortuous, and severe stenosis of the vessels).